Event description:
Pt had modified radical mastectomy and reconstruction due to chemotherapy, left breast reconstruction with latissimus dorsi rotational flap and placement of normal saline breast implant. Approximately 1 year later pt presented to clinic with concerns of deflated left breast. Pt denied any trauma or infection to left breast. Pt scheduled for left breast implant removal and immediate reinsertion of another breast implant.